Event description:
The customer contacted philips to report that the heartstart xl defibrillator is experiencing a shift check failed intermittently on the general system test. There was no reported patient involvement.